Manufacturer narrative:
Event date is estimated. Implant date is unknown. The unique device identifier (UDI) is not provided because the lot number is not provided. During processing of this incident, attempts were made to obtain complete event, device and patient information. Further information was requested but not received.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.